Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy however a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.